Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has physical damage on the belt clip of their insulin pump. The pt's blood glucose level was at 68 mg/dl. No further info was provided.